Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery and right popliteal artery using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 7 (cat7), an indigo system catrx aspiration catheter (catrx), aspiration tubing (tubing), and non-penumbra sheaths. During the procedure, the physician placed a non-penumbra sheath in the right femoral artery. The cat7 was then flushed and was advanced over an .035 guidewire and into the target location. Subsequently, the physician initiated aspiration over the .035 guidewire through the popliteal to the tibioperoneal trunk. The guidewire was then removed and the catrx left on the clot. The physician made several passes through the vessel and removed the cat7 several times while flushing in between to perform angiographies. It was also reported that the physician switched to a .014 guidewire and aspirated in the vessel with and without the guidewire. After making the final pass with the cat7, the physician was retracting the cat7 to be removed; however, the cat7 became kinked near the hub. Consequently, upon further retracting the cat7, the hub had detached from the rest of the cat7. Therefore, the cat7 was not used for the remainder of the procedure. The physician used a new cat7 and a new sheath. Afterwards, the physician placed a non-penumbra sheath in the left femoral artery. The catrx was flushed and then was advanced over a .014 guidewire and into the target location in the posterior tibial artery. The physician initiated aspiration and made multiple passes using the catrx. The catrx was then left on the clot for approximately two minutes. Subsequently, the physician removed the catrx to perform angiography, the catrx was then flushed and was advanced back into the vessel. It was reported that the catrx was disconnected from the tubing to ensure the catrx had full flow and the physician performed an angiography through the catrx. The physician then removed the catrx to perform additional angiography and decided to reinsert the catrx; however, when the hospital technologist went to flush the catrx, it was noticed that saline was leaking out between the hub and catrx. But the physician still re-advanced the catrx over the guidewire into target location and started aspiration. It was noticed there was a lot of air coming through the tubing; therefore, the physician decided to remove catrx. However, while retracting the catrx, the hub detached from the catrx. The physician decided to end the procedure at this point as the clot was chronic. There was no report of an adverse effect to the patient.